Event description:
Unnoticed intra-operative crack to proximal femur became complete fracture with dislocation 6 day post-op total hip replacement when patient arose from commode. Femoral components (cat. Nos. 6284-0-328 and 5260-7-325) revised with long stem component.